Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure which was completed as planned, only the error message on screen, the movement of the c arm was normal, no impact on the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's c-arm was unable to move. Upon troubleshooting, fse determined that the issue was caused by a faulty potentiometer in the long direction of the table. To resolve the issue, fse replaced the potentiometer in the long direction of the table. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.